Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), when removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide what degree the burn was.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Please note: the IFU states that the "electrodes should be replaced after 24 hours of use or 8 hours of pacing to maximize patient benefit. Transcutaneous pacing longer than 30 minutes may cause burns to the skin."